Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that on the day the implant was placed, a failure occurred upon insertion. The implant failed to stabilize. Another implant was not placed successfully in the same site on this day. The product will be forwarded to the manufacturer for investigation. There were no reported complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that on the day the implant was placed, a failure occurred upon insertion. The implant failed to stabilize. Another implant was not placed successfully in the same site on this day. The product will be forwarded to the manufacturer for investigation. There were no reported complications. (B)(4).